Manufacturer narrative:
Concomitant products: product ID 8709, lot # unknown, product type catheter. (B)(4).

Event description:
A volume discrepancy was reported. The expected residual volume (26 ml) exceeded the actual residual volume (16 ml). The cause of the discrepancy was not known. It was further stated that 26 milliliters were expected to be removed from the pump, but they were only able to remove 16 milliliters. The healthcare provider tried three more times to remove the remaining 10 milliliters, but they were unable to. The pump was refilled successfully with 40 milliliters. On (B)(6) 2013, a pump roller arm study was scheduled to determine if the pump was working correctly. There were no patient symptoms or injuries related to the event. The patient¿s status was noted to be alive and without injury. The medication used within the system was lioresal. It was later reported that, as far as they could determine, the pump ¿was not working as no movement of the roller arm was observed.¿ additional follow-up was to be conducted before a decision to explant the pump was made. It was later reported that the pump was programmed to simple continuous and the smallest dose per day was programmed. No x-rays were available to send, but fluoroscopy was taken prior to the pump being set at simple continuous, smallest dose as well as after the pump had been updated. The radiopaque marker was clearly visible. It was confirmed that fluoroscopy was used prior, during, and after telemetry. The roller study was performed once and it was imaged five times. It was later reported that a dye study to exclude a catheter problem was already performed. It was later reported that the roller study showed no movement of the roller arm, and the test was not ¿redone.¿ the patient had no increase in spasticity. No problem with the catheter was seen. A cap test and dye study was performed and determined no occlusion as well as correct positioning. The patient was noted to have ¿always been receiving a benefit¿, and the decision to do the test was based on the incorrect volume that was removed from the pump. There were no messages seen at interrogation that indicated a pump malfunction that would result in reduced drug delivery.

Manufacturer narrative:
The "type of reportable event" has been updated to reflect "serious injury". (B)(4).

Event description:
It was later reported that the pump was removed and was to be returned for investigation.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The catheter was returned in segments and was incomplete. Analysis of the catheter revealed no anomalies and the catheter passed all acceptable testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.